Event description:
The customer reported that the device failed tall tests including and after the defib test of the user initiated operations check (opcheck) and then hung. Turning the power off did not power the device off. All power source had to be removed to power the device off. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.